Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and the buttons does not work. Customer¿s blood glucose was unknown at the time of incident. Customer also reported that the sensor glucose versus blood glucose has a 50 points difference. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly no damage on the keypad assembly noted. Device communicated properly with the guardian 2 link and the glucose sensor simulator. The test value of 100 mg/dl was properly displayed on the pump sensor graph screen. No pump/senor communication anomaly or calibration anomaly noted during testing. Device communicated properly with the test blood glucose meter. The test value from the meter was sent to the pump. The insulin pump properly displayed the test value on the pump screen. No pump/meter communication anomaly noted.